Event description:
Customer reported an intermittent error 420 on boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. System operates as intended. This MDR is related to ge healthcare complaint.